Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 377760, lot # v017539, implanted: (B)(6) 2008, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
The consumer and manufacturer's representative reported an elective replacement indicator (eri) message that the patient noticed about six months prior to the report on the patient programmer. The clinician programmer was also showing the eri message. This occurred on a rechargeable implantable neurostimulator (ins) and the eri notification seemed correct relative to the implant date. It was noted the patient felt stimulation less and less and then completely stopped feeling stimulation. The patient had four falls within the last six months. X-rays were performed, and they did not find any abnormalities at that time. The rep inquired if the stimulation would eventually be less when the ins got close to end of service (eos). Technical services reviewed the patient should feel stimulation until they hit eos. The rep tried increasing the patient's stimulation from 5.1v to 9.6v and the patient confirmed she could feel it, but it was in a different location. Impedances were checked and they were all good. The rep was going to continue to do some troubleshooting with this, but in the end would look into having the ins replaced. Later, the rep reported the results were unknown regarding the x-ray. No further information was known regarding any other tests or interventions planned. Relevant medical history included other chronic intractable pain in the trunk or limbs.